Event description:
It was reported that the customer had an insulin pump for about 2 years and it was giving the customer a no delivery alarm during the night. Customer stated that the pump stops giving him insulin. Customer needed to rewind the pump 10 to 12 times to get it to deliver. Customer stated that he also had a frequent button error alarm. Customer's blood glucose was 427 mg/dl. Customer treated with the pump. Customer reported that the alarm was resolved by a set change 2 to 3 times on this event. Customer was also hospitalized in july 2014 for a past high blood gluocse event. Customer stated that they had a bent cannula and had to change the set. Customer's current blood glucose was 227 mg/dl. Customer also had a threshold suspend alarm. It was found that the customer was using the sensor on the arm and they were possibly expired sensors. Customer stated that they already changed the sensor. Customer was advised to remove the sensor and insert in the abdomen or lower back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.